Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 424 mg/dl. The customer treated with manual injections. The blood glucose was under control after changing the set and the customer did not troubleshoot further. The insulin pump was not replaced or returned for analysis.